Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4) we received one used and empty easypump ii lt 270-54-s without packaging. The returned sample was taken to a visual inspection. As-received condition the white clamp was not handed over by the customer. The original wing cap was not handed over by the customer. Damages which could lead to malfunction were not detected on the sample. In addition the sample was filled up to the nominal value (270 ml) and was taken to a functional test respectively a leak test was carried out. After opening the white clamp, starting the pump and waiting for 60 minutes the pump was not working (solution was not running) at the sample. After these 60 minutes leakages were not detected at the sample. The inspected sample is not within our specifications. Due to the blockage, a too fast flow (as described by the customer) could not be determined on the returned sample. Reviewed device history records, there is no abnormalities and no such defect detected during in process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in portugal: infusion too fast